Manufacturer narrative:
Device eval - visual examination of the returned unit revealed middle stent damage. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, indicating the device had been prepped for use. A recommended sized product mandrel was inserted though the lumen with no restrictions noted. The mfg records were reviewed and no issues or discrepancies were found and met all specs. The most probable root cause is operational context as device performance was limited, due to anatomical procedural factors.

Event description:
This event is reportable based on the product analysis approved on 05/11/2009. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) drug eluting stenting procedure, the physician experienced difficulty crossing the lesion. The moderately stenotic, 2.5 x 28mm de novo lesion was located in the mildly calcified and moderately tortuous mid left anterior descending artery. The physician predilated the lesion with a 2.5 x 20mm non-bsc balloon catheter at 12 atms. Then the physician advanced the 2.50 x 32mm taxus liberte to the lesion, but was unable to cross. The device was removed and the procedure was completed with a different device. Post dilation was completed with a 2.5 x 8mm quantum maverick. Pt's status is reported as "stable". However, the returned product analysis revealed that there was stent damage.